Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 223, the patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. The cgm was reading 400 mg/dl and the patient looked unwell, disoriented, and was vomiting, so the child took a blood glucose reading which was 865 mg/dl. The patient´s child took him to the hospital, there he was admitted to the intensive care unit and treated with IV insulin. In addition, they performed a brain scan to make sure that patient was not suffering a stroke. After 6 days the patient was discharged, and his bg reading was 115 mg/dl. At the time of the report the patient was at home recovering and sleeping a lot. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.